Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and out of range signal on (B)(6) 2014. Patient had a seizure. Paramedic arrived and treated her with dextrose 50%. No further medical intervention was necessary. Patient use an expired transmitter. At time of contact with dexcom technical support, patient was ok.